Event description:
Performing CT angio chest using a 20ga. IV in left upper forearm, during the injecting IV extravasated with approx. 80-90ml isovue 300 in patient's forearm. Used black marker to mark perimeter of extravasation.